Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the up button on the infusion device does not function. The infusion device was requested for evaluation. No physiological effects were reported, and the patient she did not require treatment to address the issue.

Manufacturer narrative:
The pump was evaluated. The up button does not operate. The connection of the up flex print is interrupted.